Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger is unable to locate his scs ipg and the programmer displays a communication error. The patient stated he could not recall the last time used the system's stimulation, or when the ipg had been recharged. Follow-up identified a sjm representative met with the patient and confirmed the patient's ipg was inoperable. Surgical intervention is planned for a later date to address the issue.